Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, the receiver (mt20649-blu/sm32083017) used with the sensor was received for evaluation on 05/04/2015. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver ((B)(4)/lot number 5150450), being used with the complaint sensor, was returned for evaluation. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.